Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of no delivery alarms with customer's insulin pump. The customer's blood glucose level was 500mg/dl. The customer treated the highs with the pump. The customer states the alarm was resolved by complete set and reservoir change. The customer declined to troubleshoot for the highs. The customer is being sent replacement sets.